Manufacturer narrative:
Pending evaluation.

Event description:
As reported, the (B)(6) y/o female patient was initially implanted on (B)(6) 2016 by the exactech knee replacement study. The patient complained of an infection. Patient course with pain and findings of radiographic loosening is scheduled for revision on (B)(6) 2019, and is performed with prosthesis removal and placed spacer. The cultures report erysipelothrix rhusiopathiae and is consulted with infectiology and antibiotic management is initiated, a patient continues to be hospitalized. The event is not related to the device but related to the procedure. Devices are not returning and all available information received at this time

Manufacturer narrative:
Section h10: (h3) the evaluation noted that the based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision, cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. No information provided in the following section(s): b6, d4 (serial number and exp number), h4. The following section(s) have additional info: g4, g7, h1, h2, h3, and h7.